Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for shortness of breath and diagnosed with heart failure. The right ventricular (rv) lead alerted for high out of range pacing impedance and oversensing of noise. The lead was found to have high thresholds with non-capture and a confirmed fracture. The lead was re-programmed and revised. The lead was partially cut and capped. A new lead was implanted. No further patient complications have been reported as a result of this event.